Event description:
It was reported that when testing the machine before a ukr procedure, when the patient was not under anesthesia yet, the navio booted fine, but said that the anspach foot pedal was disconnected. The "internal cabling/drill console error" message appeared as everything was correctly plugged in, with the message "please contact robotics customer support + (B)(4), the system must shut down". All the cables were unplugged and the machine was also shut down. This caused a delay of fewer than 30 minutes and the procedure was continued manually with s&n instrumentation. No other complications were reported. This was the first event of four in total that had happened with the same issue and another patient.